Event description:
The pacemaker involved in this MDR report was explanted more than eight years after implantation because of normal battery depletion. However, during the re-intervention, difficulties were met to unscrew the atrial setscrew and the atrial lead connector pin got broken.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. Conclusion: the difficulties which were met to unscrew the atrial distal setscrew were reproduced during the analysis. They more likely resulted from an excessive tightening of the setscrew at the time of the implantation: either a standard screwdriver was used (instead of the supplied ratchet screwdriver); or a ratchet screwdriver was used but its torquable strength was higher than expected. The device is retained in our returned product storage area.